Event description:
Customer called to report that when he woke up at 2:30 am and checked his blood sugar, it resulted in a hi reading. He changed the pod, gave a correction bolus, then checked again at 3:30 am. Is blood sugar was still unreadable at hi. He felt discomfort at the site and removed it, noticing that the needle had not retracted. He was able to successfully activate a new pod, give a correction bolus and noted his blood sugar returned to a normal range. No further issues were reported. The devices is being returned to the manufacturer for evaluation.

Manufacturer narrative:
The returned device was evaluated for the reported problem. It was confirmed that the needle mechanism did not deploy and fully extend the cannula into the subcutaneous tissue, which prevented the needle from fully retracting. This was due to a manufacturing defect. The product user guide instructs the user to "check infusion site frequently for proper cannula placement" it also suggests that the user should check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues.